Event description:
New information received indicates that the capped lead was explanted due to unrelated to this device event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a notification for high voltage, out of range low lead impedance. Low impedance measurements were replicated with pocket manipulation. Insulation is a possible breach to the impedance issue. High voltage function was disabled and life vest external defibrillator was provided to the patient until lead revision. Images taken during or prior to the revision were requested. The patient is stable and will be monitored.

Event description:
New information received indicates that the lead was capped and replaced. The patient is in good condition.